Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h10 - it was previously reported that a type 1b endoleak for this patient was "reported by a different cook manufacturer under MDR# 3001845648-2019-00742". This is incorrect as that MDR# is not associated with this patient or event. The type 1b endoleak is reported under this event; there are no other MDR#s associated with this patient/event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Dr. (B)(6) from (B)(6) hopital informed cook on 20apr2020 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg, either the right zsle-20-56-zt from lot: 7791645 or left zsle-16-74-zt from lot: 6533707. It was reported that the patient experienced a type 1b endoleak 683 days post-procedure on (B)(6) 2020. There were no interventions or treatment reported for the type 1b endoleak. The patient is enrolled in clinical study protocol 14-11 french fenestrated reimbursement study. The patient¿s medical history included hypertension, current renal insufficiency, cancer and tobacco use in the last 10 years. CT imaging taken 51 days pre-procedure on (B)(6) 2017 showed patent celiac, sma and renal arteries and a stable 64mm type IV thoracoabdominal aneurysm with mild iliac angulation. On 29jun2017 the patient underwent an endovascular aneurysm repair procedure with five cook devices [rpn: thoraco-abdominal-side-branch, lot: ac993703, ae47793, ac993704; rpn: aaa-bifurcated-graft, lot: ac993704; rpn: zsle-20-56-zt, lot: 7791645 (right); rpn: zsle-16-74-zt, lot: 6533707 (left); rpn: tbe-22-80-pf, lot: e3556763] and three non-cook devices [celiac stent, fvl10060; sma stent, fvl10060; right renal stent, bgp3806]. There was no difficulty deploying the devices and a type 2 endoleak was present at the conclusion of the procedure. Follow-up imaging was conducted on 24oct2017 and 04apr2018 with no evidence of endoleak, device integrity issues, component separation or migration. The maximum aneurysm diameter was 62mm and 63mm, respectively. Follow-up imaging on 13may2018 (683 days post-procedure) revealed a distal type 1(b) endoleak (reported by a different cook manufacturer under MDR#3001845648-2019-00742). The maximum aneurysm diameter was 70mm. The site did not provide any details regarding the treatment for the type 1b endoleak. The patient still has the devices implanted and remains in the study. A review of documentation including the complaint history, drawing, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned and no imaging was provided; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history records (DHR) for both potential lots (6533707 and 7791645) and their related sub-assembly lots revealed one recorded non-conformance for "sewing incorrect - proximal eyelet not sewn on point" in which one device was reworked to specification. A database search found no other events associated with either lot. It should be noted that zsle devices are distributed in one-device lots. As all related non-conformances were properly identified and dispositioned, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence nonconforming product exists either in house or in field. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event could not be established. Device undersizing in the distal seal zone and disease progression are possible contributing factors. Based on the information provided for this complaint, aneurysm expansion was observed between the (B)(6) 2018 and (B)(6) 2019 follow-ups (when type 1b endoleak was confirmed). It is unknown if the type 1b endoleak resulted from or caused the aneurysm expansion. It is possible that the type 2 endoleak observed at the completion of the implantation procedure contributed to aneurysm enlargement and dilated the zsle distal seal zone, resulting in loss of seal for the distal right zsle-20-56-zt or left zsle-16-74-zt. Improper device sizing and presence of calcification, stenosis, or pre-existing thrombus in the distal seal zone can not be ruled out as possible contributing factors for type 1b endoleak formation. It should also be noted that endoleaks are known inherent risks of using zsle devices. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Suspect medical device: exact rpn of complaint device is unknown but the leg grafts implanted into the patient were: iliac leg graft right, lot# 7791645, catalog # zsle-20-56-zt and iliac leg graft left, lot# 6533707, catalog # zsle-16-74-zt concomitant products: cook custom made fenestrated/branched device lot # ac993703, ae47793, ac993703, ac993704 catalog # thoraco-abdominal-side-branch cook custom made fenestrated/branched device lot # ac993704, catalog # aaa-bifurcated-graft cook aortic extension lot# e3556763, catalog # tbe-22-80-pf non-cook celiac stent catalog # fvl10060 non-cook sma stent catalog # fvl10060 non-cook renal stent, right catalog # bgp3806 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 65 year old male patient experienced a distal type 1 endoleak on a zenith flex with spiral-z technology aaa endovascular graft iliac leg while enrolled as a study participant. No adverse effects were reported. On 09-may-2017 (51 days pre-procedure), the imaging showed patent celiac, sma and renals. It also showed a stable aneurysm, type IV thoracoabdominal, with mild iliac angulation. There were no renal infarcts. The maximum aneurysm diameter was 64 mm. Length from celiac to sma was 18 mm. Length from celiac to right renal was 18 mm. Length from celiac to left renal was 51 mm. Length from sma to right renal was 0 mm. Length from sma to left renal was 33 mm. Length from the lowest renal artery to start of the aneurysm was 118 mm. On 29-jun-2017 the patient received five cook devices and three non-cook devices: cook custom made fenestrated/branched device lot # ac993703, ae47793, ac993703, ac993704 catalog # thoraco-abdominal-side-branch cook custom made fenestrated/branched device lot # ac993704, catalog # aaa-bifurcated-graft cook iliac leg graft right lot# 7791645, catalog # zsle-20-56-zt cook iliac leg graft left lot# 6533707, catalog # zsle-16-74-zt cook aortic extension lot# e3556763 catalog # tbe-22-80-pf non-cook celiac stent catalog # fvl10060 non-cook sma stent catalog # fvl10060 non-cook renal stent, right catalog # bgp3806 there were no difficulties deploying the devices. At the post-procedure imaging a type ii endoleak was present. On 24-oct-2017 (117 days post-procedure), the patient had a follow-up imaging showed celiac, sma and both renals were all patent. No endoleaks were present. No device integrity issues, separation of components or evidence of migration. Maximum aneurysm diameter was 62 mm. On 04-apr-2018 (279 days post-procedure), a follow-up imaging showed patent arteries and patent devices. The maximum aneurysm diameter was 63 mm. There were no evidence endoleaks, migration, component separation or device integrity issues. On 13-may-2019 (683 days post-procedure), the patient had a follow-up imaging performed. The ultra sound showed celiac, sma and both renals were all patent. A distal type I endoleaks was present. The maximum aneurysm diameter was 70 mm. No treatment was reported for the type I endoleak. On 05-sep-2019 (798 days post-procedure), the patient had an event of a type IV endoleak. The imaging showed celiac, sma and both renals were all patent. There was no evidence of migration, component separation or device integrity issues. The patient had a secondary intervention performed by en endovascular procedure with additional covered stent in rra and lra. The patient was hospitalized 15-sep-2019 ¿ 17- sep-2019. The event was not considered related either to device or procedure. Following comment was made by the site: ¿type IV endoleak - issue with integrity of right and left covered stents ¿ and ¿issue with integrity of the bridging stent, not the device.¿ on 02-jan-2020 (917 days post-procedure) uns 2, the patient was diagnosed with a type iii endoleak. The event was treated by an endovascular procedure with an additional stent into the sma branch. The patient was hospitalized from 16-jan-2020 to 18-jan-2020. The event was categorized as a sae. The event was, considered to be related to study device, described as the location of the zenith fenestrated/ custom made fenestrated/branched device and sma stent. The secondary intervention was performed at 17-jan-2020 and was considered being successful. Another complaint has been opened to address this endoleak and the subsequent treatments. Please note cook fenestrated grafts are not sold in the us are there are no similar devices that are sold in the us. Additional information is being requested regarding patient and event details. No other adverse effects have been reported for this incident.